Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient could not connect to the ipg with external devices following an unrelated surgery. Troubleshooting was able to resolve the issue.